Event description:
This is a non-u.s. Event. The event occurred in (B)(6).the consumer indicated that her tampon came apart when she removed it and tampon pieces remained inside of her. She visited her ob/gyn and indicated he removed what he could. However, he stated that she may have to undergo surgery to have additional pieces removed. He indicated that if additional pieces remained it may cause a tumor to grow in her tubes. The consumer stated that she is unable to undergo surgery due to a condition called leiden factor five.

Manufacturer narrative:
Device history record could not be reviewed as lot code was not provided. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.